Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary drug-eluting stenting treatment procedure, the 3.50x28 mm taxus liberte drug-eluting stent would not cross the lesion. No patient complications were reported. Patient status reported as "good." However, the returned product revealed stent damage.

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. Visual examination of the unit revealed damage to the stent. The stent was completely stretched and damaged throughout. This type of damage is consistent with the delivery system encountering some form of restriction. The balloon was visually and microscopically examined. No visual defects were observed under magnification. A recommended sized guidewire (0.014 inch) was inserted through the lumen with no restrictions noted. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No further damage was noted with the returned device which could have contributed to the reported complaint. A review of the top assembly shop floor paperwork found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause is design constraints of the product.bsc ID # a00089645/tw # 594718